Manufacturer narrative:
Model number/catalog number:sc-2366-70, serial number: (B)(4), batch/lot number: 19018166, model/catalog description:linear 3-6 lead 70 cm. Model number/catalog number:sc-2218-50, serial number: (B)(4), batch/lot number: 18281017/18415677, model/catalog description:linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort of the ipg location. The patient underwent an explant procedure.